Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's vumesh vertebral body replacement system. X-rays taken the same day show that the cage's tantalum marker had migrated outside of the cage. Multiple attempts for additional information were made. No response was received. It is unknown if the cage remains implanted. No patient injury was reported.

Manufacturer narrative:
The implant was not returned and therefore could not be evaluated. The reported failure was confirmed via the provided x-ray. No definitive root cause could be determined. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain subsidence of the implant into adjacent bone.